Event description:
Lactation consultant has had approx six pts over a 2 yr period who have had excoriation and bruising of nipples with use of the electric breast pump. Comfort measures and cessation of pumping alleviated problem.